Event description:
According to user facility, pt was intubated and product was placed in use. According to reporter difficulty during suctioning was noted; according to reporter this difficulty was assumed to be due to pt rigidity and pt biting on the tube. After 5 days' use, the respiratory therapist removed the tube securing device and noted the tube was bent at this area. According to reporter the tube was left in use with pt. No adverse effects reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.